Event description:
Additional information received reported the patient¿s healthcare professional (hcp) decided to increase the dose of drugs the patient used to get. The implantable neurostimulator (ins) was to be replaced next thursday. The ins had been programmed to 3.9v, 90 usec, and 130 hz. The ins duration was under three years with normal settings.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was at end of life (eol). The ins battery depletion was premature and the ins had been completely discharged in 2.5 years. Reprogramming had been done and the ins was going to be replaced. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.